Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, there was an air leak from the sheath. After inserting the introducer into the patient, negative pressure was applied using a syringe through the side port, but air could not be removed. Negative pressure was applied multiple times with the syringe, but the amount of air did not decrease. Air was able to be withdrawn into the syringe, but even after aspirating the air, air continued to remain in the sheath. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.